Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient developed a suspected infection at the pocket site. Symptom of pocket pain was noted. It was also reported that the ipg had migrated.

Event description:
It was reported that the patient developed a suspected infection at the pocket site. Symptom of pocket pain was noted. It was also reported that the ipg had migrated. Additional information was received that infection was confirmed and the patient underwent an explant procedure. It was unknown what cause the infection and unknown if patient was given medications. The patient was doing well postoperatively. The explanted devices were kept by facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7070448.